Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal (both implants removal)") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced myalgia ("myalgia with major asthenia"), asthenia ("major asthenia"), sciatica ("sciatica") and tendonitis ("tendonitis"), 9 years 5 months after insertion and 1 day after removal of essure. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, asthenia, sciatica and tendonitis outcome was unknown. The reporter considered asthenia, medical device removal, myalgia, sciatica and tendonitis to be related to essure. The reporter commented: sample was not kept. Most recent follow-up information incorporated above includes: on 4-feb-2019: date of birth added. Onset date for essure updated to (B)(6) 2008. Onset date for the events updated. Reporter considered that essure caused or contributed to the occurrence of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal (both implants removal)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("myalgia with major asthenia"), asthenia ("major asthenia"), sciatica ("sciatica") and tendonitis ("tendonitis"), 9 years 5 months after insertion of essure. The patient was treated with surgery (salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, asthenia, sciatica and tendonitis outcome was unknown. The reporter provided no causality assessment for asthenia, medical device removal, myalgia, sciatica and tendonitis with essure. The reporter commented: sample was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.